Event description:
It was reported that two mini-gemini baskets were used during a calculus extraction procedure. During the procedure, while maneuvering the devices, both retrieval baskets broke. The procedure was completed with another of the same device with no patient complications. This report pertains to the first of two mini-gemini baskets used for the same patient and procedure.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event basket wire break.